Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024. The patient confirmed the infusion set fell off while doing physical activity/sweating, swimming, or bathing. The set was in use for 2 days and patient resolved the event by replacing infusion set and resumed insulin successfully. No further information available.